Event description:
Per the report, there was an iliac dissection near the point of access in the right femoral artery (rfa) and an abdominal aortic rupture at the iliac bifurcation. Summary of case: the patient had severely calcified aortic valve annulus and extremely tortuous aortic arch. Access was attained through the rfa and the vessel was dilated without incident. The sheath was advanced and moved freely once it was in place. The 26mm sapien valve was advanced and with some difficulty due to the tortuosity of the aorta but was aligned coaxially and in a 50/50 orientation. The valve was deployed successfully and the delivery system was removed. As the sheath was being removed small puffs of contrast were used to evaluate the vessel. As the sheath neared the insertion point it was noticed that a bleed was occurring in the rfa. A non-edwards balloon was introduced from the left femoral artery (lfa) to occlude the flow to the rfa and vascular surgery was called. When they arrived they were addressing the dissection of the rfa and noticed that the abdominal aorta had ruptured at the iliac bifurcation. Resuscitative efforts were initiated and 6 units of blood were given. Despite those efforts the patient expired during the procedure. The cause of death was noted as retroperitoneal bleed.

Manufacturer narrative:
Cine/fluoro images of the procedure were provided to edwards and reviewed by the edwards's medical director. Observations: severe aortic valve calcification, severe aortic root calcification, no porcelain aorta, mild mitral aortic calcification (mac). Sapien valve positioned 50:50; post deployment angiogram demonstrates no significant aortic regurgitation. Impressions: assessment demonstrates the presence of an abdominal aortic aneurysm. An aortic stent graft was deployed; however, the antegrade flow appeared sluggish, consistent with a low cardiac output. No evidence of traumatic perforation due to the retroflex3 sheath. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Per report, the patient's right femoral artery was severely calcified, and the patient had an extremely tortuous aorta. The minimum luminal diameter of these vessels is not available. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the exact cause for the reported vascular complications cannot be confirmed; however, patient factors (i.e. Abdominal aortic aneurysm, femoral artery severely calcified and extremely tortuous aorta) likely caused or contributed to the reported vessels injuries. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. No further actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.